Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four additional complaints associated with the lot for the reported issue. The sample was visually inspected and was deemed nonconforming. The needle is cracked above the stiffener, with a bent outer needle. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter had no movement. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. Wear marks are present at the bend area and down the front of the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The complaint evaluation does confirm the vitrectomy probe would not cut. The reason for the probe not cutting was due to the damage to the outer needle and the severely bent inner needle. The root cause for the damage appears to be from the end user bending the probe inner cutter and outer needle and then cracking the probe needle when an attempt was made to straighten the needle. During the manufacturing of a probe, the probe is visually inspected and functionally tested and a probe in this condition would not pass either visual inspection or functional testing. No specific action with regard to this complaint was taken because the reason for the complaint issue is due to user handling; however, due to the number of related complaints, an investigation has been completed and action has been implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no known consequences to the patient. Additional information and product sample have been requested.